Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse observed that multiple quality controls recovered outside ranges. The cse ran partial atellica test protocol (atp) and identified that several parameters recovered out of range. The cse reviewed the instrument data and found that the dilution arm did not detect liquid in bleach port. The cse inspected the system and identified that the sample and dilution arm and probes and reaction washer probe 1 leaked. The leaks from these locations caused fluid to drip into cuvettes passing under the reagent washer probe and sample to leak out of the sample probe; the leakages potentially contributed to the erroneous co2_c result. The cse determined that a valve was the cause of the leaks and replaced the valve and sample and diluent probes. To verify the system¿s performance, the cse performed auto check, which passed. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the initial result and matched the patient¿s history. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated co2_c result.